Event description:
A customer reported inconsistent results on the galileo neo instrument when testing patient samples with the cmv (cytomegalovirus) assay.

Manufacturer narrative:
A review of the image files showed that three of the four test wells appeared slightly misaligned. Buttons with holes in final image indicates possible inconsistent washing. Upon investigation by an immucor field service engineer, it was revealed that a strip had somehow came in contact with the rotor as it was spinning and splintered into many pieces. The problem was addressed by removal of area's that would prevent plate insertion and resolved by insuring plate delivery was fully inserted and correct. Verifications of the centrifuge removal and insertions and a screening assay were performed to insure proper operation with acceptable results. The expected results were obtained. The instrument is operating as expected.